Event description:
It was reported that post implantation of an unknown sling an artificial urinary sphincter device consisting of 4.0 cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.